Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there has been one other similar event for the reported lot. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
The customer reported that the cement mixed as normal but took a significant amount of time to set, it was still very runny at 10 minutes and took at least 15 minutes to show a sign of setting.

Event description:
The customer reported that the cement mixed as normal but took a significant amount of time to set, it was still very runny at 10 minutes and took at least 15 minutes to show a sign of setting.

Manufacturer narrative:
An event regarding a setting time issue involving simplex cement was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the IFU provided with the product. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.